Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1998. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 1998 due to a hematoma. It was further reported patient underwent a revision procedure on (B)(6) 2004 due to fractured flanges. The head and liner were removed and replaced.